Event description:
The customer reported that the ECG port is pushed in. There was no pt impact.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is completed.